Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber rx6mm15cm155 was deflated but it took 2 minutes for deflation. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
A saber rx 6mm x 15cm 155cm balloon was deflated but it took two minutes for deflation. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The product was returned for analysis. A non-sterile saber rx 6mm x 15cm155cm balloon catheter was returned. Per visual analysis, the balloon was returned deflated. Several kinks were noted on the device. Kinks were found at 6.2 cm, at 8.5cm, at 9.8 cm, at 12.1cm, at 14.3cm and at 22.5 cm from the tip. No other anomalies noted. Per functional analysis inflation and deflation of the balloon was successfully performed despite the kinks noted on the device. A .018¿ guide wire (lab sample) was inserted through the guide wire lumen via the tip. An indeflator device was attached to the inflation lumen of the unit and the balloon was inflated to 8atm (eight atmospheres) nominal pressure. The balloon was successfully inflated. Next, negative pressure was applied to the balloon for about 30 seconds and the balloon was normally deflated, within specification. Microscopic analysis was not performed as the balloon was successfully inflated and deflated. A device history record (DHR) review of lot 17439381 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.